Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in cardiogenic shock was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp smart assist support for 38.50 hours before the patient expired. The cause of death was determined to be the patient's heart rupturing. The cause of the rupture was unknown. Impella use cannot be excluded as a potential relationship towards the cause of death.

Manufacturer narrative:
The investigation for the reported heart valve damage has been completed. The impella device was not returned for evaluation. The root cause of the reported issue could not be determined since product was not returned and there is a lack of clinical details. The instructions for use states ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ d4-updated model number.